Event description:
Material#: 301029 batch#: 4243177 it was reported that the bd syringe 10ml ll bns stopper was jammed / insecure. The following information was provided by the initial reporter: it was reported by customer that defective 10cc syringe (flanged). Verbatim: rcc received a complaint via email. Email(s) attached. Re: 2025-01-27-1/defective 10cc syringe this letter is to inform you of a complaint received from one of our customers regarding the # 301029 (syringe 10cc l/l) used in the manufacture of one of our kits. The lot number of the # 301029 used in the kit manufactured was (B)(4). Xx prides itself in providing quality products to our customers. One of the ways we do this is by purchasing quality components to be used in our custom convenience kits. When we receive a customer complaint, we take it very seriously as we know you do. Please reference complaint (B)(4) when providing any information regarding the mentioned lot, the results of your investigation and any corrective/preventive actions. Additional information provided: 1. What is the date of event? (B)(6) 2025 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm, injury, or negative outcome reported. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No sample available. Discarded after photos taken.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided

Manufacturer narrative:
(B)(4) - supplemental MDR - stopper jammed /insecure. One photo was provided to our quality team for investigation. Upon photo evaluation, it was observed that the sample has stopper jammed between the barrel and the plunger rod consistent with a distorted stopper. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4243177. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4243177 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.